Event description:
I have swallowed three sips of the product without realizing it [accidental device ingestion]. Case description: on (B)(6) 2024 a spontaneous case was reported in spain by a patient via call center representative (phone). The report concerns a female consumer. The consumer received corega orthodontics and cleaning ferulas (nan+napc+potm+taed tablet) for indication dental cleaning. Expiry date and lot number was not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega orthodontics and cleaning ferulas, the consumer experienced a medically significant I have swallowed three sips of the product without realizing it (accidental device ingestion). The outcome of the event was unknown. No medical history was reported. No drug history was reported. The action taken was: for corega orthodontics and cleaning ferulas was unknown with dechallenge as unknown and rechallenge as not applicable. The causality of the event accidental device ingestion was not reported with suspect corega orthodontics and cleaning ferulas. The reporter provided the following comment: "I have swallowed three sips of the product without realizing it. The package says that I will contact you if this happens. There is no information on the package regarding the composition of the product." This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).